Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 210 mg/dl (aviva) and 110 mg/dl (pharmacy meter).